Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that during a shoulder arthroscopy the apollo was activated and an electric arc was created due to a lack of insulation. This resulted in two defective optics (different manufacturer). The optics and the apollo device did not touch each other. The second apollo then worked. There was no error message on the apollo console prior to the failure. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery. ***update avoe 20-oct-2025 it was confirmed that part of the insulation came loose during the operation. No part of the device remained inside the patient.

Manufacturer narrative:
Additional information: d9, g3, h3, h6 complaint allegation is not confirmed. Visual inspection of the apollorf mp90, aspirating ablator, 90°, multi-port, identified that the ceramic around the electrode was burned. No loose part was found. Functional testing was not performed due to the damage to the device. The most likely cause for the reported failure can be attributed to use error likely due to prolonged ablation and/or vigorous use against bony tissue.